Event description:
Broached out of the posterior femoral canal during primary surgery. This was discovered on x-rays in post op. Returned to surgery and re-prepped for new stem and head.

Manufacturer narrative:
The instrument associated with this report was not returned. Patient x-rays were requested for examination. Communication was received stating none would be provided. A two year complaint database search finds no other reports of any kind against this product code. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.